Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that it was discovered that it was loud and heating up. It was noted the electric motor/electronic control unit assembly was damaged, the electric motor shaft hardly turned and there was a foreign substance on internal components. The assignable root cause was due to improper cleaning/care. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified extremities surgery, it was observed that the electric pen drive device was not working. It was further reported that the device worked barely and then not at all. There was a four minute delay to the planned surgical procedure and a spare device was available for use. It was reported that the surgery was successfully completed with no patient impact. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.